Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt pain around the implantable cardioverter defibrillator (ICD) implant site and indicated that the ICD may have migrated. It was noted that the ICD was at end of service (eos). The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.